Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number or sample is available. A detailed investigation or batch review cannot be conducted at this time. Therefore, this evaluation will be closed. This product issue will monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 27, 2016. (B)(4).

Event description:
It was reported by the end user that he developed red and raw skin under the white tape collar and mass from 12 to 6 o'clock. The patient did experience itching from this area. It was reported that the patient presented to the emergency room where he was diagnosed with a staphylococcus infection to his peristomal skin. He was treated with an antibiotic (no brand specified) that required a prescription. No further details have been provided.